Event description:
It was reported that user could not get the internal ECG to work at all despite problem solving. There were no insertion complications but there is a slight kink/bend in the stylet also. No patient harm but reported patient is covid positive.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx0106 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint a kinked 3cg stylet is confirmed but exact cause remains unknown. One 3cg stylet t-lock assembly was returned for evaluation. The product sticker label indicates lot: refx0106. A slight bend in the stylet tubing is present 5.25 cm from the distal end. No complete fractures on the stylet were noted. Microscopic observation of the bent region did not reveal any fractures or breaks in the tubing. The stylet tubing was cut proximal to the damaged region in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include damage during handling and advancement or retraction against resistance. Since a kink in the stylet was found to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that user could not get the internal ECG to work at all despite problem solving. There were no insertion complications but there is a slight kink/bend in the stylet also. No patient harm but reported patient is covid positive.